Event description:
Customer called stating that her meter was reporting false results. An evaluation of the system was conducted over the phone, which determined that the meter was reporting results out of range. Customer asked to return meter for further evaluation, and a replacement was provided. Customer invited to call 24/7.